Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that, during the implant procedure, this right atrial (ra) lead exhibited high pacing thresholds. An attempt was made to reposition the ra lead but the helix would not retract. The body of the lead was rotated and the lead was extracted. After extraction, tissue lodged in the helix was observed. This ra lead was replaced prior to pocket closure. No adverse patient effects were reported.